Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this ambicor penile prosthesis (app) experienced impending erosion on right side distal penis. The app device was explanted and replaced with inflatable penile prosthesis with a distal biological cap of alloderm. No further patient complications were reported.